Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer septal occluder was implanted using a 10f amplatzer trevisio delivery system. Few hours after implantation, it was noted that patient experienced pericardial effusion and aortal erosion was also noted. The procedure was completed using a 20mm and 18mm amplatzer septal occluder. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.